Event description:
During product evaluation, failure code 810:04 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary: the condition of failure code 810:04 was confirmed in the pump's event history file, however, it could not be duplicated. Therefore, no correction was made.